Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the adhesive between the distal end and server plug-in exhibited cracks and a noticeable gap. Additionally, remnants of foreign material, from a previous water invasion, were identified with stains inside the light guide lens of the duodenovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that liquid remained at the tip, but was unable to determine what the foreign object was. Due to the leak, proper reprocessing may not have been possible and the foreign matter may not have been removed. It was confirmed that there was dirt inside the light guide lens, but was unable to determine what the foreign object was. Since the foreign matter was not attached to the outside surface of the scope, so it could not be removed through reprocessing. The gap between the tip and the block adhesive likely occurred due to physical stress applied to the tip of the device. The foreign material detection method is described in operation manual 3.3 inspection of the endoscope. The gap in the adhesive can be detected and prevented by following the instructions for use which state: "operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end including the forceps elevator for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Operation manual_ important information ¿ please read before use_ warnings and cautions warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.